Event description:
It was reported that outside of surgery the unit did not work. There was no report of harm or delay as there was no patient involvement. Due diligence is complete and no additional information is available. During device evaluation the dermatome was identified with unstable motor speeds. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: belgium. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the device was not working; the motor speeds were unstable, the control bar was out of position, and the screws, needle bearing, and reciprocating arm were worn. The motor, screws, needle bearing, and reciprocating arm were replaced and the control bar was repositioned and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.